Manufacturer narrative:
The complaint description states that the instruments have returned from hospital as is. Items found on check-out. Metal tip has broken off. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint a search into the complaints database was performed, 6 other similar complaint were reported for the affected product code and lot combination. Previous investigations found the breakage is due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# (B)(4). The first batch of the new design is lot number 2761863. The complaint sample was manufactured prior to the change. CAPA (B)(4) was initiated on january 28, 2009 and completed on may 29, 2012. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the complaint description states that the instruments have returned from hospital as is. Items found on check-out. Metal tip has broken off. The device associated to the complaint was returned for analysis. The returned instruments presents an old design ((B)(4)) and break of the index metal. The product is deteriorated; a precise dimensional analysis is not possible. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 6 other similar complaints were reported for the affected product code and lot combination. Previous investigations found the breakage is due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# (B)(4). The first batch of the new design is lot number 2761863. The complaint sample was manufactured prior to the change. CAPA (B)(4) was initiated on january 28, 2009 and completed on may 29, 2012. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal tip has broken off.